Event description:
Two separate complaints on two different cutters from same lot. 1. The cutter was seated in the handpiece. When the handpiece was turned on, a flange from the cutter broke off into the handpiece. 2. Outer orange flange is bent making it very difficult to seat in the shaver handpiece. Shaver did eventually seat and no further complications occurred during the case.